Manufacturer narrative:
Intuitive received the part associated with this complaint and failure analysis found insulation damages to the 5mm main tube at the distal end. Insulation was found with deep scratch marks below the snake wrist with material also removed, approximately 0.03-0.21 in length. Marks were short in length and not axially aligned with the tube. This type of failure is commonly associated with mishandling/misuse.

Event description:
It was reported that during central processing, the monopolar cautery instrument insulation was cut. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the black portion of the instrument shaft insulation was cut near the tip. There was no report of a broken cable. The issue was found during central processing.